Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high results on their one touch ultralink meter. The reporter claimed to have obtained results which were "30-60 points higher" on the lfs meter. The time period between results is unknown. This complaint is being reported because it is not known if the reported results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.